Event description:
This is the second of 5 reports for this product problem (B)(6). It was reported that following an interbody fusion surgery there was infection, pus was found. The product is still implanted in the pt. It was reported the current opinion is the problem is not because of the orthoblast product. The infected pts are all elderly, over 70 years old, and have had combined orthopedic surgery (posterolateral fusion, interbody fusion with bone substitute). Add'l info has been requested.

Manufacturer narrative:
The device will not be returend since it remains implanted. Based on reported info, integra has initiated an investigation.